Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the upstream/downstream sensor was recalibrated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. Found during testing, there was no patient involvement.